Event description:
It was reported that the patient had two 2.75 x 38 mm xience prime stents implanted in the right coronary artery (rca) on (B)(6) 2011. On (B)(6) 2012, the xience prime stents were noted to have restenosis and stent fracture was confirmed under angiography. Treatment was performed using a drug-eluting balloon. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional xience prime referenced is being filed under a separate medwatch report.